Manufacturer narrative:
According to the field service engineer (fse), the reported problem was solved by cleaning the membrane of the inspiratory channel. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use.the failure is pre-use check related.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).